Event description:
The pt presented with a ruptured midline basilar tip aneurysm. During the procedure, it was reported that the aneurysm perforated, and a ventricular drain was placed as the pt developed hydrocephalus. No further info was provided.

Event description:
The patient presented with a ruptured midline basilar tip aneurysm, subarachnoid hemorrhage (sah) and hydrocephalus. The aneurysm was coil embolized without incident. However, throughout the procedure the blood flow was noted to be slow, suggestive of intracranial hypertension most probably due to the presenting hydrocephalus. A ventricular drain was placed in the right lateral ventricle allowing for the maintenance of normal intracranial pressures. The patient did suffer from persistent elevated arterial pressures post drain placement that was controlled with hypotensive drugs (type and dose were not disclosed). There was no reported sensorimotor defect, but the patient had isolated episodes of confusion and disorientation predominantly in the evening after the procedure. The physician related the hydrocephalus to the index procedure, target aneurysm and possible the coils. A CT scan three days post procedure noted "sequelae of embolization", increased blood in lateral ventricles and some sah in both sylvian fissures. Fourteen days post procedure, a ventriculoperitoneal shunt was placed as the patient did not tolerate the closure of the ventricular drain. Twenty five days post procedure, the patient was discharged.

Manufacturer narrative:
Hydrocephalus. No allegation of product malfunction or non-conformance contributing to the reported event.

Manufacturer narrative:
Removed ruptured aneurysm.